Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. This morning customer got up later and I had a cup of cereal and a banana and gave bolus on and went high to 190 mg/dl but highs are being followed by lows and wake up at 2 am with a low 50 mg/dl and then ate something. The customer also reported high blood glucose due to a late lunch. The last blood glucose was 259 mg/dl. The blood glucose was 275 mg/dl and current blood glucose was 305 mg/dl. The customer declined troubleshooting for the high and low blood glucose. The device is not expected to be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information has been changed to (B)(6).